Event description:
When opening an implant for patient, the registered nurse (rn) checked the expiration date on the outer box and the inner package and it showed 12.31.24, but when the rn went to scan the implant into epic, an expiration date of 12.1.24 showed up. The decision was made to use the implant because all of the packaging showed the implant was not expired.